Manufacturer narrative:
The investigation results of the returned pdm found evidence of "black particles" inside the bg meter port and on contact surfaces of the sensors. The presence of the debris can cause interference with the functionality of the meter, potentially resulting in erroneous bg readings, as reported. As the report indicated that the customer had used proper technique when testing, the likely cause of the discrepant bg readings is the presence of debris in the bg meter port.

Event description:
The customer reported that the bg meter of the pdm was "reading incorrectly." Using proper testing technique (she washed her hands and cleansed the site with alcohol), she proceeded to take two sets of bg readings - her results were as follows: 1st test: 418, 207, 384mg/dl; 2nd test (with new test strips): 325, 212, 144mg/dl. She then tested her bg's with a back-up meter, which measured 68mg/dl. She stated that the "high" bg readings were "not right because she felt very low." The pdm will be returned for evaluation.